Event description:
When cracked, dermabond would crystalize. This occurred with two units of the same lot and expiration date. Lot #rbbckcb exp 01/31/2023. When a third unit was opened from this manufacturer with a different lot number, the product functioned as intended. FDA safety report ID #(B)(4).